Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to reported dislodgment and loss of capture. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned intact. The helix was retracted with dried blood/body fluid in the helix housing. The inner coil (cathode) measured an open condition, consistent with an inner coil fracture. X-ray showed an inner coil fracture near the terminal pin, and damage was indicative of a helix extension/retraction difficulty issue. Laboratory analysis did not confirm the allegation of a dislodgement or failure to capture despite the inner coil fracture, as the conductor fracture likely occurred during the revision.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to reported dislodgment and loss of capture. The lead was returned. No additional adverse patient effects were reported.